Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a craniotomy procedure on (B)(6) 2020, the titanium (ti) low profile neuro screw self drilling would not seat in the bone and the screw head popped off. The surgeon put a bone wax on the screw that was stuck in the skull to cover it. The procedure was completed successfully with no surgical delay. There was no reported patient consequence. This report is for a ti low profile neuro screw. This is report 2 of 2 for (B)(4).